Manufacturer narrative:
The device information was not provided. The device was reported as unknown stem. The provided operative report indicates the patient was revised due to poly wear and a "grossly loose femoral component". The information provided was insufficient to determine a root cause for the femoral component loosening. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported that patient was revised on a right hip due to pain.